Event description:
The customer reported via phone indicating that the insulin pump alarm no delivery. Customer's blood glucose was unknown mg/dl. The customer stated that when she prime the insulin pump stop and she will do it again. Customer was advised that the device would be replaced at her request. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.